Event description:
Adverse event: surgeon converted to ecce. Malfunction: system rebooted. The surgeon reported a system message displayed. The system was rebooted and the system message displayed again. The surgeon converted to an ecce. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The system was then tested and met all product specs. The root cause cannot be determined in this investigation. Alternate procedure performed. (B) (4). (B) (4). (B) (4).